Manufacturer narrative:
This occurred during an unknown date in 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the transfer set and minicap. This occurred after peritoneal dialysis therapy. It was stated that the minicap cannot connect tightly with the transfer set. The transfer set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. The sample was received with a minicap attached to the dark blue connector of the transfer set. Visual inspection identified damaged patient adapter on the transfer set and cracked minicap, functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The minicap was placed on the transfer set sample by hand with no issues. Also an integrity of seal surface test was performed for functional verification of the patient adapter with no issues. All functional testing performed was acceptable. The reported condition was not verified. An assignable cause code could not be determined for the damaged patient adapter. Should additional relevant information become available, a supplemental report will be submitted. The cracked minicap is addressed in (B)(4).